Event description:
A physician deployed a complete se peripheral device successfully in the target lesion (av fistula) reported to be during a non-calcified with 80% stenosis and little tortuosity. The stent was deployed in the correct position; however, it was reported that when the complete se delivery system was being removed from patient after stent deployment, the tip of the catheter caught on the stent strut. This caused the stent to accordion on itself. Physician was able to release catheter that was lodged on deployed stent and then ballooned stent and stented inside the deformed stent getting a perfect result. Physician then commented that the till will be reheated before removing the catheter post stent deployment going forward. The artery diameter is 6.5mm and lesion length is 30mm. The complete se was inspected and prepped prior to use with no issues noted. No other clinical sequelae were reported for this event.

Manufacturer narrative:
Evaluation, results: root cause undetermined; no results available since no evaluation performed- device or procedural images not provided for review; no device returned; unapproved use of device - complete se stent is indicated for use in the iliac arteries evaluation codes conclusion: unable to confirm complaint - device or procedural images not provided for review; root cause undetermined; off ¿label, unapproved or contraindicated use - complete se stent is indicated for use in the iliac arteries. (B)(4).